Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with diabetic ketoacidosis (dka) and a blood glucose (bg) level of high; cause was suspected as ongoing intermittent occlusion alarms. Customer performed multiple infusion set and cartridge changes in an attempt to clear the occlusion. The customer attempted to administer insulin via a cannula to address bg prior to the ER visit. The customer was treated with an insulin pen, intravenous fluids and saline to address the elevated bg. The customer was discharged the next day (B)(6) 2025 with no permanent damage sustained. System check was performed by tandem technical support and no issues were identified. The customer continued to use the pump for insulin therapy.